Event description:
It was reported that the patient went into a very fast rhythm with the implantable cardioverter defibrillator (ICD) delivering anti-tachycardia pacing and an appropriate shock. The ICD started to show t-wave oversensing (twos) on the right ventricular (rv) lead which caused the rhythm to redetect and delivered several inappropriate shocks. The physician reprogrammed the sensitivity in an attempt to prevent the twos from occurring post shock. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 694765 implantable tachy lead (B)(6) 2009, 4076 implantable pacing lead (B)(6) 2009. (B)(4).